Event description:
It was reported that during the reconstruction of the anterior cruciate ligament, the loop attached to the graft broke when tension was applied. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.